Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the rails had a bad bearing cage. A field service engineer (fse) found that the rails could not be replaced, so the fse successfully replaced the drawer and transferred the cubie pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es main drawer is hard to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary the main drawer is hard to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es main drawer is hard to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. As per part investigation, it was determined that migrating bearing retainers. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex a grid & imdrf annex g grid, manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI) & section e other occupation. Part analysis: the reported issue related to the medstation es main 6dr was confirmed by the bd fse and subsequently validated in the dchu testing process. According to work order (B)(4): bd fse reported that both top and bottom position on drawer 4 were hard to close due to bad rail. As the damage rails could not be replaced in field, bs fse replaced the whole drawer assembly. The was then device was configured and tested. The device operated as intended and exhibited no further issues. During dchu laboratory external inspection conducted on the returned assy smart hh cubie drawer (pn (B)(4), date code (B)(6) 2025), no obvious physical damage, deformation, or contamination was observed on the drawer housing, latch mechanism, or connector interface. Dchu laboratory testing revealed that the bearing retainers were observed migrating past the drawer bumper stops of the bottom drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified to be migrating bearing retainers.